Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states right hip revision to address pain, pseudotumor, elevated metal ion levels, and altr.

Manufacturer narrative:
This is a duplicate report of 1818910-2015-12461. This report, 1818910-2016-20057, will be rejected. Report #: 1818910-2015-12461 will be kept for investigation purposes.